Manufacturer narrative:
(B) (4). Bed wetting; decreased activity level.

Event description:
The pt experienced "searing pain" in leg, auditory hallucinations, wetting bed, weight gain of (B) (6) lbs, and decreased activity levels. On (B) (6) 2010, the medication in the pump was changed from clonidine and morphine to just morphine. Removing the clonidine had helped to reduce numbness in his leg. The pt also had pain in the left leg that he never had before. Additional info has been requested, a follow-up report will be sent if additional info becomes available.